Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited myopotential oversensing resulting in inappropriate shocks. An x-ray confirmed that the electrode dislodged and is now in a more left parasternal position. The device was reprogrammed to the primary sensing vector and the patient will be monitored. No surgical intervention is planned.